Event description:
It was reported that a one-link standard bore catheter extension set would not connect to an unspecified primary tubing set. This occurred during set-up. The reporter stated that the nurse removed the one-link cap from the set to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reporter stated that the event occurred on an unknown date in the two months prior to the report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: additional information: the device was received for evaluation. A visual inspection showed no obvious defects. Functional testing was performed; the sample connected normally and securely with no separation noted. The reported condition was not verified. However, the device was found to be out of specification for an unrelated issue. Should additional relevant information become available, a supplemental report will be submitted.